Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer reported controls out of range for all assays being tested and they also observed (B)(6) patient results for the following assays; phenobarbital and (B)(6). The customer prepared and replaced the concentrated wash buffer which returned the control results to normal range. The customer retested patient samples ran prior to the controls out of range and found that 2 samples required corrected reports (phenobarbital and (B)(6)). There were no returns available for this investigation. A review of complaints did not identify elevated complaint activity for the issue. There is not enough information to reasonably suggest a malfunction. Per the complaint text there may have been some issue with the preparation or handling of the architect concentrated wash buffer. A review of labeling was also performed and found adequate information on detecting and resolving the customer's issue. Based on all available information and this complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated controls out of range high (oorh) for all assays. Through troubleshooting the customer replaced the wash buffer and all controls generated within acceptable range. The lab repeated patient samples run prior to the qc oor with suspect wash buffer and found 2 samples required corrected reports. One falsely elevated phenobarbital sample - results pt#2 = 43.1 repeat = 8.0 and one hbsag result which was initially nonreactive but upon repeat is reactive and was sent for confirmation. There was no reported impact to patient management. There was no additional patient information provided.